Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The subject device was returned to olympus for evaluation. Upon inspection and testing, the probe was broken at 15 mm from the tip. There were scratches around the broken part of the probe. The coating of the probe around the scratch was partially peeled off. Observation of the fractured surface of the probe revealed that the fracture had developed from the scratch on the probe. The probe was found to have developed fractures starting from the scratches. Based on the result of investigation, potential causes of the probe breakage are: 1. The probe may have come into contact with hard tissue, such as bone or highly calcified tissue, or hard objects such as metal clips, stapler needles or other surgical instruments. 2. Due to ultrasonic vibration, the coating of the probe peeled off. It also caused scratches on the probe. 3. Applied force to activate the output in seal & cut mode, or force to grasp the body tissue. This caused cracks to branch out at the scratched area of the probe. Also, the error was detected (u504). 4. The force was applied to the probe causing it to break. However, a definitive root cause could not be determined. The event may be prevented by following the instructions for use which state: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor field performance for this device.

Event description:
The nurse at the user facility reported that approximately ten minutes into a laparotomy for liver resection procedure using the subject device, error code u504 occurred, and output was not possible. After removing it from the body, the power was turned on and off and the connector was plugged and unplugged, but the problem persisted. When the tip was checked, the tip of the probe was broken. The tissue pad was not damaged. The therapeutic procedure was completed using a similar device. There was no health hazard to the patient. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Event description:
Additional information was received regarding the customer's reported issue (u504 error occurred, and the tip of the probe was broken): it is not known if the probe tip was damaged while it was in the patient's body, but the broken tip was also sent to the factory when the device was returned. Therefore, there were no remaining pieces left behind in the patient's body. There was no patient harm, and no delay in the surgery, due to the reported issues. No further information was provided.